Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
A reported incident involving a 7" (18 cm) appx 0.30ml, smallbore pressure infusion (400psig) ext set w/remv microclave¿ clear, purple clamp, luer lock, with disconnection and leaking around the connection. There were no reported patient involvement and no patient harm.